Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 77 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the event, the aaa was 6.7 cm in diameter. The aortic neck was 23 mm long, 18.8 mm in diameter at the renal arteries and 26 mm in diameter 15 mm below, and angulated 37.7 degrees. A recent CT showed no difference in the position of the bifurcated graft from a CT two years prior. The pt graft is approximately 2.5 cm below the renal arteries; however, no migration is confirmed, as the initial placement is unk, and no type I endoleak was noted. The physician is taking a preventive measure, and the pt is scheduled for an endurant aortic cuff placement proximal to the bifurcated stent graft at a later date. No additional clinical sequelae were reported and fine.